Event description:
Circuit heated wire connector found to be burned and corroded. This wire is connected from the mr730 fisher & paykel humidifier to the pt heated wire circuit. Only the long wire of this connector is having this problem. This is a fire hazard and is used in conjuction with life support equipment.